Event description:
It was reported that the customer dropped his insulin pump and it was impossible to get the insulin pump out of the prime loop and unit alarm during prime rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with cracked case at display window corners and cracked reservoir tube and battery tube.